Event description:
A customer in (B)(6) notified biomérieux of discrepant extended-spectrum beta-lactamase (esbl) results when testing a patient's rectal sample with the vitek® 2 ast-n233 test kit (ref 413117, lot 6330343103). The customer performed an esbl screening test with disc diffusion method and obtained an esbl positive result. They then performed vitek® 2 testing using the ast-n233 test kit, and the results were not consistent with the presence of esbl. Further testing was done to determine if esbl was present or not: -the isolate was tested on vitek® ms to confirm identification. Vitek® ms gave an identification result of klebsiella oxytoca 99.9%. For esbl testing: -synergy test : synergy between amc and cefepime -ampc and esbl mast diagnostic : positive test -ceftriaxone mic with etest : 4 mg/l (resistant) customer stated that patient results were affected and wrong results were reported to a physician. There was a delay of unspecified length. The customer stated that there was no incorrect treatment given and no harm to the patient due to the discrepant result. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant extended-spectrum beta-lactamase (esbl) results when testing a patient's rectal sample with the vitek® 2 ast-n233 test kit (ref 413117, lot 6330343103). An internal biomérieux investigation was performed. The customer's strain is not available for this investigation. Submittal of the isolate is necessary in order to confirm a vitek 2 discrepancy compared to the reference. This is typically a hyper k1 phenotype. The high k1 is responsible for the "positive" reactions with synergy tests. Cefotaxime and ceftazidime remain active whereas aztreonam and ceftriaxone are inactive. A synergism with clavulanate can be seen with aztreonam (and ceftriaxone) only. This is not considered as a "true" esbl since it's chromosomal and not transmissible. Vitek 2 and aes are performing as expected. If the customer had another alternative method showing esbl positive testing, biomerieux would be able to say that a testing discrepancy occurred, but with the attachments are provided, biomerieux cannot say that any error occurred on vitek 2 testing. Vitek 2 ast-n233 lot # 6330343103 met final qc release criteria. This lot passed qc performance testing. Vitek 2 and aes were determined to be performing as expected.